Event description:
It was reported that a balloon pinhole occurred. The target lesion was located in the left forearm artery. A 6.0 x40, 40cm gladiator elite balloon catheter was selected for use. However, upon connecting the pressure pump and rotating its handle, a leak became apparent as the pressure failed to sustain, causing the contrast agent to seep around the balloon. Subsequently, the device was removed, revealing a pinhole-like rupture in the inflated balloon. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that a balloon pinhole occurred. The target lesion was located in the left forearm artery. A 6.0 x40, 40cm gladiator elite balloon catheter was selected for use. However, upon connecting the pressure pump and rotating its handle, a leak became apparent as the pressure failed to sustain, causing the contrast agent to seep around the balloon. Subsequently, the device was removed, revealing a pinhole-like rupture in the inflated balloon. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a gladiator balloon catheter. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per hub. The returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 4mm proximally of the proximal marker band. An examination of the balloon material and proximal marker band identified no issues. A visual examination observed no damage to the tip of the device. A visual and tactile examination of the shaft of the device found no issues. A visual examination found no issues or damage to the markerbands of the device.